Manufacturer narrative:
Many good faith efforts have been made to obtain additional information from the customer however there was no response. Based upon the information provided, root cause cannot be determined in assessment of this complaint due to lack of further information furnished by the customer. If additional information is later obtained, the complaint will be reopened.

Event description:
It was reported to philips the device gave error code 1122 (cbit) check vent: blower temperature high. Patient/user involvement is unknown. The customer spoke with a philips remote service engineer (rse). The customer stated the blower temperature was greater than 95 degrees celsius for longer than 60 seconds. The rse advised the customer to check the air inlet filter. The customer reported the filter is extremely dirty. The customer was advised to replace the filter and run the device for 24 hours in an attempt to reproduce the error. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.